Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 the report suspecting bad pump was confirmed. The test consisted of turning on the pump, which is noisy and produced inconsistent flow. Unknown cause of event. No action taken, as pump is deemed beyond economic repair and will be scrapped.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is suspected to have a bad pump. Unknown if there was patient involvement.